Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator found low battery alarm and power supply loss. No patient harm or consequences

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: inspected ventilator found low battery alarm and power supply loss. No patient harm or consequences.